Event description:
Complainant alleged that while at attempting to defibrillate a male pt with paddles. The device displayed a "poor pad contact" message. Complainant indicated that the pt subsequent expired.